Event description:
The customer reported the device display indicated the ventilator was operating on battery power and then shut down. The customer reported the ventilator was in use on a patient and there was no patient harm. As the device was out of warranty, the hospital biomedical dept would evaluate the device and has not requested mfrs service of the ventilator. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Unit out of warranty; customer did not request mfrs evaluation/ service. Complaint could not be confirmed; customer did not request evaluation/ service.